Manufacturer narrative:
The lot number for the reported malfunction was provided, therefore, a lot history review was performed. The device was returned to the manufacturer for evaluation as well as one electronic photo was provided and reviewed. Therefore, the investigation is confirmed for material tear, material separation, and the reported leak issue. The definitive root cause could not be determined based upon available information. The device is labeled for single use. The catalog number identified in section has not been cleared in the us, but is similar to crosser cto recanalization catheters products that are cleared in the us. The pro code for the crosser cto recanalization catheters products is identified.

Event description:
This report summarizes one malfunction. A review of the reported information indicates that model cre14s recanalization catheter allegedly experienced leak and material separation. The information was received from a single source. This malfunction did not involve a patient as there was no patient contact. The male patient is (B)(6) years old and weighs (B)(6) kgs.